Event description:
Pressure from cpm machine may have caused the damage to the peroneal nerve area of pt; causing persistant foot drop of the right lower extremity with numbness and weakness of the right foot.